Event description:
It was reported that during a lap nephrectomy procedure, the device was fired across the renal vein and the distal half of the staple line was open after firing. There were no adverse consequences to the patient reported. Unknown how case was completed.

Manufacturer narrative:
Date sent: 07/29/2008. Information anticipated, but unavailable at this time.